Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime fill anomaly and audio issues. The customer's blood glucose level was 181 mg/dl at the time of incident. Customer stated that they had issues during rewinding the insulin pump. Customer stated that they did not receive 2nd series of beeps nor did numbers appear on the screen. Advised customer the insulin pump will need to be replaced and to revert to back up plan. The insulin pump will be returned for analysis.